Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced mesh exposure, urinary incontinence, bleeding and pain. An excision of the mesh exposure was performed.